Manufacturer narrative:
Date of event: approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7056048.

Event description:
It was reported that the patient underwent an explant procedure due to a need for a spine surgery. It was unknown if spine surgery was device related. No further information has been obtained despite good faith efforts.